Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm. The patient experienced rashes and burn due to the adhesive since (B)(6) 2020. She experienced burning, rash, redness, dry skin, and unspecified ¿permanent injury.¿ the patient could not be reached for clarification if this meant scarring or some other permanent injury. Various barrier patches were used unsuccessfully. She stated, ¿it persists and leaves rashes that take an extremely long time to heal. If at all.¿ there was no documentation of medical intervention. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.